Event description:
The customer reported that on 1/10/1998 vasoseal was used following a diagnostic catheterization procedure. During deployment of the second collagen plug, the sheath separated from the hub. Hemostasis was achieved with one plug.